Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose events with a reported low of 40 mg/dl, while using the ilet and contacted support to perform a factory reset; a representative guided the user through the reset. The user treated lows with oral glucose. Symptoms included hypoglycemia. Outcomes included resolution with self-treatment and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.